Event description:
It was reported that occlusion alarms occurred. The customer resolved the occlusions by changing the infusion set and cartridge and resuming insulin. The customer's blood glucose (bg) level was displayed as "high," however, a specific value was not provided but ketones were present. Reportedly, the customer's parent took them to the emergency room (ER) and they were subsequently hospitalized. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Customer was discharged on (B)(6) 2026.